Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information of the final investigation. Updated fields: h2, h6, h11 corrected fields: d5, e1, e3, g2, h6 health effect - clinical code e2402 (removed), health effect - impact code f05 (removed) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - the suggested phenomena were due to a faulty electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image and error e216. There was no patient involvement.